Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2026, and suture was used. After the surgical removal of a skin mass on the patient's right elbow, the doctor used suture to suture the incision. During the surgery, the mass was removed from the left ear, neck, back, upper right upper arm, and lower right upper arm. During the suture process, a suture became loose, and another set of sutures was used for normal suturing . The doctor stopped using the batch of sutures.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2026. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: did this issue contribute to any patient adverse event? --received information as following from sales rep. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.